Event description:
With attempt to remove jp [jackson pratt] drain from right lower extremity aka [above knee amputation] stump, the drain tubing broke, leaving a portion retained in the patient¿s leg. A right leg x-ray was obtained and demonstrated ¿an 11 cm segment of catheter tubing over the amputation stump soft tissues.¿ the patient was taken to the or for foreign body removal.